Event description:
This ra lead was noted on (B)(6) 2013 due to far field sensing on atrial lead and also due to va conduction. The physician was dr. (B)(6) in , (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).